Manufacturer narrative:
Additional serial numbers included in this report: (B)(6). 7 of 7 devices were returned for evaluation. Evaluation of six devices found them all to be within specification. Evaluation of one device found excessive wear due to a lack of proper maintenance. This device had a deformation issue (dent). The device did not heat up during evaluation. The device was repaired and returned to the customer.

Event description:
This report summarizes 7 malfunction events where a midwest energo s 1:5 handpiece overheated. 7 events resulted in no injury.